Event description:
Patient admitted for heparin as ldh increased in outpatient setting. Heparin. Echo demonstration of thrombus. Patient taken to operating room for pump exchange. Arrest in operating room. ECMO withdrawal of care. Post mortem pump with thrombus.